Event description:
It was reported that the patient underwent an ICD generator replacement. On the next day, the patient expired. It was noted that the patient experienced an arrhythmia that was initially detected in the vf zone, and therapy was delivered appropriately. Non-sustained episodes were stored afterwards because the patient's arrhythmia fell below the vf zone cutoff and the device was only programmed to 1-zone configuration. Additionally, intermittent undersensing was noted due to r-wave variability. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available at this time.